Event description:
Reporter noted post-operative breakage of sutures. No injury or intervention reported initially. Follow-up info indicated this pt had patch removed one day post-op and suture was broken. Resutured in office.